Event description:
Related to 703257 the hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 worked for a few minutes and then shut down for no reason. It did not time out as the harvester wasn't activating the hemopro 2 long enough for the safety to engage. They changed out the cord and the adapter. The power was set to 3. The green light on the power supply remained on and the beeping noise was present but the device would not activate. A second device was opened and the same exact thing happened again. They confirmed the harvester did not burn long enough to engage the safety. With no other options, a third device was opened and it worked great and the harvester was able to complete the case. There was an hour delay in the case due to hemopro 2 difficulties. The patient was not harmed and nothing broke off the device.

Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 10/12/2022. An investigation was conducted on 10/25/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle and jaws. There were no visual defects observed on the harvesting jaws or the heater wire. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after the 10-second cooling period with no incident each time. An activation and transection capability test was performed over (04) repetitions using "max life test method stm2048073. The device activated and transected tissue (04) times with no cautery failure observed and with no excessive smoke observed. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .67 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, the reported failure "electrical problem" was not confirmed. The lot # 3000260047 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.